Event description:
Related manufacturer report number: 3006705815-2023-01785. It was reported that the patient was experiencing ineffective therapy on both leads. High impedances were observed on one lead. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention during which the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.